Event description:
Admitted for clotted av graft. Anesthesia induced with propofol, fentanyl, versed and zemuron. Sevo inhalation agent selected. About 2/3 through the case, the anesthesiologist noticed no gas being given and switched to des which does have an alarm. There is no alarm on the vaporizer, warning you, when you are out of agent. Post procedure, the patient told the recovery room nurse that she heard and felt everything and could not move most likely related to fact vaporizer was not delivering gas through the entire procedure. Bis monitor was not being used.